Manufacturer narrative:
The product was used incorrectly/off label in the patient's peri area. The IFU indicates its use on an ostomy appliance prior to its application to the peristomal skin. There were no other complaints of this nature in the complaint database. Retraining was conducted by the hospital staff on proper use of product.

Event description:
It was reported that on (B)(6) 2018, the patient had a lithotripsy procedure for kidney stones. The patient was prescribed skin barrier cream to prevent perineal and perianal skin breakdown due to incontinence. Prior to her dismissal, the hospital applied adapt paste (ostomy barrier paste) instead of skin barrier cream to the patient. The adapt paste was applied over the perineum, between her legs and around her anus. The following morning a home health aide found that the patient's pull-up incontinence product was stuck to her skin. In trying to remove them she created a small skin tear. In addition, the patient's buttocks and upper thighs were stuck together where the adapt paste had also been applied by the hospital. The aid was unable to remove the paste resulting in the patient going to the hospital emergency room. The patient was admitted to the hospital to remove the adapt paste which was expected to take several days.